Manufacturer narrative:
It was reported that the bag would not inflate when attempting to bag. When utilizing a flow rate of 10lpm the bag would not inflate to provide CPAP. It was reported "there was also an issue when it came to adjusting the peep". It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the bag would not inflate when attempting to bag. When utilizing a flow rate of 10lpm the bag would not inflate to provide CPAP. It was reported "there was also an issue when it came to adjusting the peep".